Manufacturer narrative:
Occupation: other, senior counsel, litigation. (B)(4). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter struts appear to extend beyond the walls of the inferior vena cava (ivc). Additional information received per the medical records indicate that the patient has a history of hysterectomy, complicated by nausea/vomiting leading to a mallory-weiss tear, bleeding and shock. Medical history includes obesity, probable sleep apnea, tachycardia, and hyperdynamic lv with ef 75% with septal hypertrophy. A subsequent pulmonary embolus resulted in filter implant. The trapease was placed in the ivc at the l3 level, contrast confirmed adequate placement. There were no reported complications.  The year following the index procedure the patient experienced right lung mass, thyroid goiter, mediastinal mass causing esophageal compression. Upper endo series with biopsies and an abnormal computed tomography (CT) scan of chest, persistent mediastinal lymphadenopathy. The second year following the index procedure the patient experienced ventral hernia repair (hernia developed after hysterectomy), abdominal pain and bleeding from hernia repair site, pyelonephritis and hypertension. X-ray revealed ivc filter over mid abdomen.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the struts outside of the ivc, blood clots, clotting and/or occlusion of the ivc. No filter removal attempt has been made. The patient further reports mental anguish and fear that the filter may cause further damage as it has not yet been safety removed. Sixteen years after the index procedure the patient experienced bilateral leg swelling with pain, was diagnosed with ivc thrombosis and lower extremity deep vein thrombosis (dvt). The patient was treated with tpa thrombolysis, mechanical thrombectomy and stenting was done from external iliac to popliteal veins, and coumadin therapy started. A CT scan revealed the filter in place below the renal veins, the struts appear to extend beyond the walls of the ivc and abutting the duodenum, and renal cyst.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of hysterectomy that was complicated by nausea and vomiting and that led to a mallory-weiss tear with bleeding and shock. The patient¿s history also included obesity, probable sleep apnea and tachycardia. The patient was further noted to have a hyperdynamic left ventricle with and ejection fraction of 75% with septal hypertrophy. The indication for the filter placement was reported to be a pulmonary embolus (pe). The filter was placed at the level of l3 with no reported complications. At some point after the filter implantation, the patient became aware that the filter struts appeared to have extended beyond the wall of the inferior vena cava (ivc), blood clots, clotting and/or occlusion of the ivc. Approximately two years after the implant procedure, the patient underwent an x-ray that revealed that the filter was over the mid-abdomen. Approximately sixteen years after the filter implantation, the patient experienced bilateral leg swelling and pain. Diagnostic testing revealed thrombosis of the ivc and lower extremity deep vein thrombosis (dvt). The patient was treated with thrombolysis, mechanical thrombectomy and stenting from the external iliac to popliteal veins. A computerized tomography (CT) scan revealed that the filter was in an infrarenal position with struts that appeared to extend beyond the walls of the ivc and abutting the duodenum. The patient further reported have experienced mental anguish and fear associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc and organ perforations could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.